Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, an image and photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the powerport isp MRI 6f chronw/os. During the procedure, it was noted that the catheter tip could not be advanced distally. It was further reported that the proximal puncture site exhibited significant angulation, and no blood return was observed upon aspiration. Furthermore, the catheter twisted within the body, resulting in kinking and absence of backflow. There were no reported patient injuries.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the sample was not returned for evaluation, one x-ray image and three electronic photos were provided for review. The xray demonstrates a port on the right chest wall. The port catheter tunnels up to the right internal jugular vein and curls before entry. It then travels to the svc/right atrium junction. The first photo show partial view of catheter implanted in patient body and clinician was holding catheter tube with the help of forceps. The second photo show partial view of catheter implanted in patient body. The third photo shows the product details mentioned on the package which are matched with tw details and also show one port, two completely separated catheter segments that was intentionally shortened by the operator. Therefore, the investigation is confirmed for the reported material twisted/bent issue, and the investigation is inconclusive for the reported failure to advance, suction problem issues as the exact circumstance at the time of the reported event cannot be verified from the provided photos and image. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the power port isp MRI 6f chronwos. During the procedure, it was noted that the catheter tip could not be advanced distally. It was further reported that the proximal puncture site exhibited significant angulation, and no blood return was observed upon aspiration. Furthermore, the catheter twisted within the body, resulting in kinking and absence of backflow. There were no reported patient injuries.